Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago.